Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No unexpected battery out limit alarms noted and the insulin pump power up properly after battery installation. The operating currents are within specification. The insulin pump has cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit and that there are keypad anomalies as well. The patient's blood glucose at the time of incident was 157 mg/dl. The customer stated that the pump will alarm with a battery out limit if the battery removed for only fifteen minutes. She confirmed that there is a crack on the screen. The numbers on her menu will also scroll uncontrollably and the keypad will become unresponsive. The customer cannot recall any significant events that led to these various issues other than having dropped the pump on a couple of times. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.